Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the failure was alleged to be an out of box issue, the outer package of the lead was a problem. The lead was not implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead was found to be bent during surgery and the lead was replaced on the same day. The patient was hospitalized for observation. Effective measures were taken and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.